Event description:
It was reported that a, 840 ventilator had a blank screen. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu), backlight inverters and performed extended self-testing on the device and all tests passed.